Event description:
It was reported by a patient¿s mother that her sons lead is causing discomfort and is showing through the skin in the neck. She said the device still seems to be working fine but requested to consult with the surgeon, for a possible lead revision. Follow-up from the company representative who attended the patient¿s appointment with the surgeon on (B)(6) 2017 provided that the patient has a keloid on the neck incision site that is irritating him. The surgeon believed this was possibly causing problems with the lead positioning/protrusion. The surgeon said the lead and the location was fine, there is no need to revise at this time. Further follow-up provided that the physician does not feel there is anything wrong with the leads. However, the patient is messing with his wounds, so the wounds are not healing properly. The physician may refer the patient to the wound clinic.